Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that during setup for surgery, it was noticed that the communication system touchscreen is loose on the microscope.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative tightened screws that hold the x and y supports for the helical gear inside. The system was tested and found to meet product specifications. The system was manufactured on november 29, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose screws inside. How or when the screws became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).